Event description:
It was reported that the customer has been waking up with high blood glucose levels. Customer typically changes cartridge every 3 days. Pump passed delivery system check. Customer is working with her health care provider on pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.